Event description:
It was reported that during a shoulder rotator cuff repair procedure, as the surgeon was implanting the healicoil anchor, the threads separated and the anchor broke. The broken pieces were retrieved from the patient with a grasper. The threads that were implanted below the break of the anchor held it sufficiently that it was not necessary to use another implant. The procedure successfully completed with non-significant delay using the same device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original box and the device has debris on it. The proximal implant is missing along with the anchor plug and the distal tip. No other physical damage is visible to the device. A functional evaluation of the returned device found that mechanical portion of the device does work. Device passed all functional tests. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection no fracture of the implant could be confirmed. Additional material testing is not required. This case reports the breakage of the healicoil anchor and per case details a portion of the anchor remained implanted in the patient. The size of the anchor that remained implanted if unknown. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. Based on the limited information provided the root cause of the reported breakage cannot be determined. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. It was determined the device did not contribute to the reported event. The complaint was not confirmed, and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.